Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported during a routine follow up appointment this pacemaker was interrogated and noted to be operating in safety mode, and the patient was asymptomatic. The patient was admitted to the hospital for the device revision, however the patient's blood thinning medication had been administered, and the implanted physician cancelled the procedure due to the bleeding risk and low pacing need. The patient's procedure has tentatively been rescheduled for the following week. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported during a routine follow up appointment this pacemaker was interrogated and noted to be operating in safety mode, and the patient was asymptomatic. The patient was admitted to the hospital for the device revision; however the patient's blood thinning medication had been administered, and the implanted physician cancelled the procedure due to the bleeding risk and low pacing need. The patient's procedure has tentatively been rescheduled for the following week. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully with no patient complications. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.